Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verio2 meter was reading inaccurately high compared to their feelings and/or normal results. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began at 11:30 on (B)(6). The patient reported obtaining a blood glucose reading of ¿3.7mmol/l¿ on the subject meter. The patient does not take any medication to manage their diabetes. The patient reported performing a second blood glucose test on a onetouch ultra meter and obtained a reading of ¿2.4mmol/l¿. The patient reported developing a symptom of ¿trembling¿ at the same time that the alleged product issue began. The patient reported treating this symptom with ¿a cube of sugar dissolved in water¿ and reported feeling better afterwards. At the time of troubleshooting the csr verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient developed a symptom suggestive of a serious injury at the time the alleged product issue was discovered.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.